Manufacturer narrative:
Submit date: 04/15/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an umbilical vessel catheter (uvc). The customer states that when the doctor found blood through a leak, he replaced the catheter with a new one. The customer reported the patient is in good condition.